Event description:
Device malfunction: device #2 suture pulled through the vessel. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling the device back to position the foot against the arterial wall, the device pulled through the vessel wall. A second proglide device was used and the suture pulled through the vessel. Hemostasis was achieve using an angioseal. It was reported the pt was obese. There were no pt sequelae reported. Though requested, no additional info was available.

Manufacturer narrative:
Device # 1: part # 12673-03, lot # unk is being filed under medwatch MFR number 2953144-2009-01307. The device is expected to be returned for eval. It has not yet been received.